Manufacturer narrative:
(B)(4). Additional litigation papers allege patient had pain, discomfort and became increasingly painful to walk, move or to rise after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2007. Patient experienced extensive pain and discomfort. He has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** 4/3/2013 - ppd received. Part/lot have been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.